Event description:
The customer reported that while the unit was in use on a pt, the unit's display started flickering. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the display controller board ((B)(4)) and the video receiver board ((B)(4)). The unit was tested to factory spec. It functioned normally and was returned to the customer.